Manufacturer narrative:
Technician discovered that the foot hi/lo drifts down when raised. He replaced valve solenoid, performed function check. Problem resolved.

Event description:
Hospital engineering requested troubleshooting and repair of bed in storage room.